Event description:
The event was reported that the dc motor adaptor for the connection was damaged. No patient involvement was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.